Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned devices found that they are not in their original packaging. The insertion devices were returned with fractured anchors but no suture material. Both anchors are fractured from the distal end of the suture window. The proximal end of both anchors is intact. All returned items have biological debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength and storage requirements specified, and each lot be must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder cuff repair surgery, two twinfix ultra anchors broke during implantation. All the broken pieces from both devices were removed from the patient using tweezers. The procedure was completed with non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. The status of the patient is good.

Manufacturer narrative:
H10: internal complaint reference: (B)(4) .